Manufacturer narrative:
As per discussion with the surgeons, they agreed that the inaccuracies were a result of technique rather than the performance of the o-arm and navigation system. As previously stated, the initial misplacement of the screws were a result of placing the pak needle in a medial incision and pulling the soft tissue laterally to line up the trajectories.

Event description:
A medtronic representative reported an issue with navigation during a spinal case. The surgeons had to remove screws from the spinal canal and revise the trajectory. They stated the reference frame did not move, but that they pulled the skin laterally after a mid-line incision. They went through the fascia and pulled the remaining soft tissue laterally. They made the case open, repaired the dura, and re-spun. They were then accurate and able to complete surgery. The surgeon confirmed that the pt was doing well after the case.